Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient's implantable pulse generator (ipg) was changed, the patient developed a hematoma at the pocket site and an evacuation was performed. Subsequently an infection occurred and the ipg system was explanted. No further patient complications have been reported as a result of this event.